Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 145 mg/dl at the time of the call. The customer stated that the insulin pump had a blank display after the battery change. The customer called back after pump rested with a blank display. The customer stated the blank display was less than 30 seconds and the battery cap is not damaged or corroded. The customer was advised to monitor pump. The insulin pump not be returned for analysis.